Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's user facility registered nurse (rn) requested for a replacement dialysis cycler due to the patient having to manually drain an extra 3700ml of fluid after treatment was completed using the cycler and ended up having a negative ultrafiltration rate of -1700ml. The pdrn confirmed there was no patient injury or adverse event that occurred as a result of the reported event. The pdrn reported the patient's treatment settings included a total treatment volume of 8000ml with 4 fill cycles, fill volumes of 2000ml and no last fill. The pd patient setup with two 5000ml solution bags. The patient's cycler was replaced. Medical records were requested. The reported manual drain volume of 3700ml was 185% over the expected drain volume, which resulted in a reportable device malfunction. This also did not include the last drain volume of the patient's treatment using the cycler. The treatment data was requested. The patient did not require medical intervention or treatment as a result of the overfill.

Event description:
A peritoneal dialysis (pd) patient's user facility registered nurse (rn) requested for a replacement dialysis cycler due to the patient having to manually drain an extra 3700ml of fluid after treatment was completed using the cycler and ended up having a negative ultrafiltration rate of -1700ml. The pdrn confirmed there was no patient injury or adverse event that occurred as a result of the reported event. The pdrn reported the patient's treatment settings included a total treatment volume of 8000ml with 4 fill cycles, fill volumes of 2000ml and no last fill. The pd patient setup with two 5000ml solution bags. The patient's cycler was replaced. Treatment sheets were received 04/05/2018 and confirmed an incident of increased intraperitoneal volume: drain 0: 45ml fill 1: 2006ml drain 1: 1415ml fill 2: 2002ml drain 2: 1739ml fill 3: 2002ml drain 3: 2629ml fill 4: 1345ml drain 4: 2287ml the last drain volume of 2287ml with the reported manual drain volume of 3700ml totaled a drain volume of 5987ml of was 300% over the expected drain volume, which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.